Event description:
It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure for common bile duct stone removal performed on (B)(6) 2025. During the procedure, the autotome tip was offset and the tip twisted when bowed (bowing out of plane). The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed a reportable event based on the investigation finding of a cutting wire kinked. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable investigation result of cutting wire kinked. Block h11: investigation results. The returned autotome rx 44 was analyzed, and a visual inspection found that the cutting wire was kinked, also, the working length was twisted. The orientation test could not be performed due to the device condition; therefore, it was not possible to determine whether the wire bowed out of plane or if the catheter was not properly oriented. No other problems with the device were noted. The results of the analysis performed on the returned device found that the cutting wire was kinked. This problem could be caused by operational factors, the used technique for the device manipulation or by the interaction between the device and a hard surface. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.